Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, power on self-test and a review of the alarm log were performed. The f38 alarm was identified during power on self-test and review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors. The force sensing resistors were replaced to resolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involvement. No additional information is available.